Manufacturer narrative:
A3b.): patient's gender unk. A4): patient's weight unk. H3): the device was discarded, thus no device evaluation could be completed. H6): perforation of vessels and great vessel perforation are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to superior vena cava (svc) syndrome and stenosis. The ra lead was removed without issue with use of only a spectranetics 14f glidelight laser sheath. Next, a spectranetics lld #2 lead locking device (lld #2) was inserted into the rv lead to provide traction. Due to the age of the lead (implanted in 1997), an abbott agilis catheter, a cook medical 20f introducer sheath, and an argon medical loop snare were planned for use from a femoral approach. While the agilis catheter was inserted through the 20f introducer sheath, and attempts were made to bend the agilis over the rv lead for several minutes, the patient's blood pressure dropped, and an effusion was seen via transesophageal echocardiography (tee). Rescue efforts began immediately, including sternotomy and placing the patient on pump. An inferior vena cava (ivc) perforation was discovered and repaired. While the chest was still open, the lead extraction continued to remove the remaining rv lead. A 16f glidelight laser sheath and a spectranetics visisheath dilator sheath were used, encountering stalled progress around the svc/ra junction. Next, a spectranetics 13f tightrail rotating dilator sheath was used, stalling in the same area; however, the patient's blood pressure dropped again. New bleeding was detected around the svc/innominate junction, and repair efforts commenced. This repair took longer as the injury extended up farther into the innominate vein but was completed. The rv lead was surgically removed and was noted to be severely calcified. The patient survived the procedure. This report captures the 13f tightrail in use in the area when the perforation occurred, requiring intervention. Although the patient initially sustained an ivc perforation, the ivc perforation was related to snaring attempts, and not to any spectranetics devices. There was no alleged malfunction of any spectranetics devices in use during the procedure.